Manufacturer narrative:
H3: product analysis: evaluation determined overheating. The likely cause of failure is the distal bearing was broken. It was also noted that the bearings are noisy, the test burr is vibrating in the tube, the dial retainer and sleeve are bent, and the laser markings are faded. This regulatory report is being submitted due to retrospective review through CAPA 672570. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the attachment overheats. At the time of the report, there was no known impact to the patient. Additional information was received that there was no patient involvement and it happened during maintenance.